Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. The returned device was confirmed to be fractured. The hex end of the screwdriver is broken off to the 0.080 diameter hole and the piece that was fractured off is broken into two separate pieces. The product was measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. The instrument had a potential field age of approximately 1 year and 3 months at the time of incident. This device is used for treatment. If the plunger is excessively tightened repeatedly, the region circumferential to the holes at the base of the slot will fatigue from expanding and returning to original shape. This weakening could cause the tip to fracture during use, especially if a high torque is being applied to the screwdriver. It is also possible that this instrument was mishandled, dropped or subjected to an impact load causing tip to fracture. Excessive tightening alone may have led to the fracture of the end of the device. A definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the tip of the instrument fractured during surgery.